Manufacturer narrative:
A device unable to communicate was reported to abbott. The system was set to surgery mode prior to the patient undergoing an unrelated surgery. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s ipg was unable to communicate with external devices following an unrelated surgery. Reportedly, the ipg was put in surgery mode prior to the surgery. Troubleshooting was unable to resolved the issue. As such, surgical intervention may take place at a later date to address the issue.